Manufacturer narrative:
The MFR has requested that the device be returned for eval. The MFR will file a f/u report once the investigation has been completed.

Event description:
Event description from MDR filed by user facility: (B)(6). "Event desc: as the surgeon was utilizing the plasmablade to cauterize tissue, the tip fell off of the blade. It was retrieved immediately and taken off the surgical field. The procedure was completed using a new plasmablade with no further complications. There was no injury to the pt." Original intended procedure: "minimally invasive right total knee arthroplasty".